Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3e0230); sigphandle, sig power sigphandle handle (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the roux en y procedure, the third reload with seamguard fired, stopped at over lap of junction with seamguard from second reload. It appeared that some staples fired and formed outside of tissue, the proximal end of reload was not fully advanced to tissue and fired in air and then upon reaching seamguard stopped firing. It is unable to be determined if any staples from this reload were crimped on tissue. A new reload from the same lot was used to resolve the issue. There was no patient injury.